Manufacturer narrative:
Continuation of d10: product ID tm90t0 product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving an unknown medication via an implanted pump. It was reported by the patient that despite receiving the the communicator, they were still having difficulties connecting to the pump and are now currently admitted to the hospital due to feeling like the pump wasn't working. They were concerned that the expected refill date used to say january 10th but now says january 21st. Patient stated their pump healthcare provider (hcp) came into the hospital and interrogated the pump and confirmed 'there's still meds in it.' Patient stated their pump hcp wasn't sure what to do and if they need to replace pump or not. Patient also stated 'when I move around, it doesn't connect, but when I'm laying down, it does connect.' The patient stated when 'they're going about their day and need a bolus, because their pain is increasing, they'll sit or lay down, but it won't connect, but like now when they're in the hospital, it connects well'. The patient stated 'it'll connect and then fail' sometimes and it appears that the bolus won't go all the way through. Patient followed previous troubleshooting steps provided by patient and technical services (pats) without change. The patient further confirmed '2 weeks after the pump was implanted, I got hit by a car in the exact spot that my pump is, but even before, pain management was having troubles with their stuff getting connected.' (2024-01-05 (B)(6) (hcp): additional information was recieved from a healthcare provider (hcp) and was requesting to have a medtronic representative interrogate the pump. The hcp stated that the pain specialist looked at the pump and it was functioning, but the patient would like it interrogated if possible. Patient was concerned because the bluetooth was not connecting. The hcp stated the patient got hit by a car and fell on their pump. The bluetooth occasionally connects but [the patient] pain was out of control. Hcp stated that they confirmed that there was fluid in the reservoir. The patient's pain increased 2-3 weeks ago and the car incident was at the beginning of (B)(6).